Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a suction cylinder with no color, shadows on the image due to a damaged charged coupled device unit, a burnt plastic distal end cover, a cracked adhesive on the bending section cover, water tightness lost due to damage on the channel tube, and the bending angle in the up direction did not meet the standard value due to the wear of angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water tube and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the air/water channel and air/water cylinder" malfunctions would likely be related to reprocessing that was not conducted properly due to leakage from biopsy channel. The following is included in the instructions for use: IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.